Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) t-wave oversensing (twos). Analysis of the device memory indicated there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Also, the right ventricular lead integrity alert was triggered. The rv lead integrity warning occurred on (B)(6) 2017 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes due to t-wave oversensing (twos). Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005.

Event description:
It was reported that right ventricular lead triggered a lead integrity alert for short v-v intervals and t-wave oversensing noted during stored episodes. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.